Event description:
A customer contacted beckman coulter (bec), reporting a reagent probe b leak in the unicel dxc 600 pro synchron chemistry analyzer. The customer also indicated that the instrument generated "chemistry cartridge (cc) reagent probe b motion error", "cc reagent probe a motion error", "cc reagent delivery subsystem motion error", and "cc reagent wheel motion error" error messages. Upon troubleshooting the error messages the customer found a drop of fluid in the reagent black drip tray. The customer performed a level sense test and was getting a "no fluid detected" message for reagent probe b. The operator was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear during this event. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous patient results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found a faulty reagent probe b level sensor. The fse replaced the reagent probe b level sensor which resolved the issue. (B)(4).